Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the day of onset, the patient was hospitalized for the peritonitis event. On unreported date, the patient was treated with fortum injection (1 gram once a day intraperitoneally and duration not reported) and vancomycin injection (1 gram once a day intravenously and duration not reported) for the peritonitis event. Dianeal therapies were ongoing. At the time of this report, hospitalization was reported to be ongoing. It was not reported if the patient was recovered or was recovering from the peritonitis event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). It was reported during follow up that the patient passed away on (B)(6) 2014. The cause of death was reported to be due to hypertension. It was unknown if the patient was hospitalized at the time of death. It was unknown if the patient had recovered from the peritonitis event prior to the time of death. It was unknown if an autopsy was performed. Pd therapy was ongoing until the time of death. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.